Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that following the patient¿s pump replacement they had a ¿problem with either the concentration of medication because the pump was so new or something else.¿ the pump reportedly gave too much medication and the patient was overdosed in (B)(6) 2014. The issue had been corrected and resolved. At that time, the pump delivered compounded morphine however the dose or concentration was not known. No further information was provided. Additional information has been requested regarding further event details but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that on at 2 am on (B)(6), the patient quit breathing and had no reflexes. The patient was choking ¿to death,¿ throw up was oozing out of the patient¿s mouth and the tongue got thick. 911 was called and the patient was taken to the hospital where the patient was given shots and a representative had lowered the dosage, reportedly to about half of what it was set. Reportedly, the paper from the hospital stated, the patient had accidental poisoning by opiods and related narcotic; backache unspecified and unspecified essential hypertension. The patient had ¿only¿ taken two zofran ¿ 8ml since the pump was replaced with this larger pump on (B)(6) and this had been the first time the physician had refilled the pump. The patient had taken one zofran about eight hours after the pump was implanted and one the morning before the patient went to the physician. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.